Manufacturer narrative:
(B)(6).

Event description:
Eminent clinical study it was reported there was high grade in-stent restenosis. The subject was enrolled in the eminent study on 16-jan-2020 and the index procedure was performed on the same day. Target lesion was located in left mid superficial femoral artery (sfa) with 90% stenosis and was 40 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii a lesion. Target lesion was treated with pre-dilatation followed by placement of 7 mm x 60 mm study stent. Following post dilation, residual stenosis was 0%. On 18-jan-2020, the subject was discharged on antiplatelet therapy. On 16-jan-2020: procedure related embolization of anterior tibial artery (ata) left leg was resolved by aspiration. On 14-sep-2022, 972 days post index procedure, the subject was diagnosed with high graded in stent re stenosis in the left sfa. No action was taken to treat the event. The event was ongoing.